Event description:
It was reported that noise was observed during interrogation post vt and av node ablation, resulting in pacemaker inhibition. Programming changes were made and the noise was no longer observed.

Manufacturer narrative:
.